Event description:
According to the reporter, the device's inner cannula came out allowing the physician to see that the locking connector was gone which preventing the cannula from being retained on the clip and proper artificial ventilation impossible. It was stated that the patient had a hypoxic heart failure. A cardiac massage was performed and the patient had a cannula replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.